Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the screw and plate could not slide over the plate. The diameter is to large on the screw or diameter in the hole of the plate is to small. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the measurable dimensions of both dhs/dcs® screw and plate were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-1/d (1.4441). No product fault could be found. Our investigations have shown that the positioning groove of the screw has been widened up due to inadequate handling. The groove is expanded and damaged and therefore the plate does not pass the slotted end of the dhs ¿ screw. In order to ensure a correct load transfer and to prevent such occurrence, it is very important to have an appropriate connection between the dhs-screw and the connecting screw 338.310, which is guided through the wrench 338.300. Device was used for treatment, not diagnosis.